Event description:
It was reported that during use of the product, the user had two devices which developed clots in their central lumen. A third intra aortic balloon was inserted without any problems. There were no pt complications.